Event description:
The customer called in for the software option codes after installing a new cpu. The remote service engineer inquired what was the original complaint that caused the cpu to need replacement and the customer stated he was not sure however it may have to do with the ventilator turning off and on. There was no patient involvement. The remote service engineer provided encryption codes and successfully installed avaps, cflex and ramp options. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.